Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, the first delivery device used displayed an error code 235- low temperature (prime). The device was attempted to be used several times, but the error persisted. A second delivery device was opened, but the same error code 235 was showed. There were no patient complications; however, the case was not completed. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.